Event description:
It was reported that on (B)(6) 2022 at 7:41:18, on room / bed 135-1-m the benevision system in use with a passport12 monitor (serial number (B)(4)) did not alarm for premature ventricular contractions (pvc) and did not log an a ventricular tachycardia (vtach) event. No patient injury was reported.

Manufacturer narrative:
An investigation is in progress.

Manufacturer narrative:
The passport 12 monitor (serial number (B)(6) was tested, alarms were simulated and functioned properly. The printed ECG strip, patient database of the passport used with benevision and logs from benevision dms were reviewed, and no issues were observed. It was determined that the ECG signal did not meet the ventricular tachycardia (v-tach) or other pvc related alarm conditions to generate an alarm.